Event description:
According to the reporter, the customer called to report that after capsule placement they are not able to pick up capsule signal to start the procedure. The capsule was calibrated successfully with no issues. The customer placed a second capsule the day after.